Event description:
Boston scientific received info that this right ventricular (rv) lead was found to have perforated the rv endocardium wall and was protruding into the pericardial space. There was loss of capture noted during the post operation eval. A revision procedure was performed and the lead was explanted. No further adverse pt effects were reported. Hospital policy does not allow previously implanted devices to be taken out of hosp; therefore, the lead will not be returned. If add'l info is received, this report will be updated. .

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.